Event description:
It was reported that during a surgical procedure at the user facility, the pin in the sagittal head of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection and can be caused by a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the pin in the sagittal head of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.